Event description:
Report received of narcotic missing that the customer cannot account for. It was reported that the pump was programmed at 12:05pm in the bolus only mode to deliver morphine sulfate 1mg/ml, 5mg loading dose, 1.5mg bolus dose, 7-minute patient lockout, 30mg 4-hour limit. At 12:10 pm, the nurse noted that there was 15ml (15mg) missing from the syringe. The nurse had md and another nurse check the pump settings, which were reported to be correct as ordered. It was noted that there was a "puddle" of fluid on the floor under the pump. The customer contact stated that it was felt that the patient received the 5mg loading dose, and that the tubing then became "dislodged" and the medication spilled on the floor. The patient was reported to be "fully arousable and in no respiratory distress". The pca was held for 3 hours and then resumed using a different pump at 3:00pm. There was no reported adverse effect to the patient.